Event description:
It was reported that during multiple ultrasound guide breast biopsies into normal tissue, after fully priming the device, injecting into the lesion and then withdrawing the device from the pt, there were no tissue samples obtained. Another device was used to complete the procedures. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The fifth sample was returned with the cannula was returned fully retracted with the sample notch fully exposed, leaving the device half primed. The sample notch was found bent upward starting at the base of the sample notch. There were no other visual anomalies noted to the device. The rotational knob was attempted to be rotated to fully prime the device, however the stylet would not retract. The sample was disassembled and the internal components examined. The cannula hub and tang were found to be broken. The investigation is confirmed for a break, as the cannula hubs and tangs were found broken on the returned samples. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hubs and tangs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of sample from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.